Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient thought the pacemaker was not working as the heart rate dropped to 40-50 beats per minute (bpm), felt dizzy and had an irregular heartbeat in the last few days. Boston scientific technical services (ts) explained event. A transmission was sent and the patient was then referred back to the physician. There was no further information obtained from the field representative. The pacemaker remains in service. No adverse patient effects were reported.